Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up, down and ok buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-jul-2018 with the following findings: during investigation, the keypad rubber was undamaged and the pump powered up to an unresponsive keypad. The reported tactile changes complaint was duplicated. The keypad was removed to find no contamination or damage to the button contact. The pump cover was removed to find moisture corrosion to the keypad flex/connector, and to the power printed circuit board.